Manufacturer narrative:
Pump received with flashing medtronic logo. Flashing medtronic display after battery installation due to moisture damage to the 80 pin connector, j2 on the pcb2 board. Unit was unable to downloaded to thump due to flashing display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unable to verify critical pump error due to flashing display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded battery tube, label damage(serial number label faded), and pillowing keypad overlay. Flashing medtronic logo was observed during analysis due to moisture damage on force sensor, pcb1 board and pcb 2 board. Unable to test for critical pump error (open book image) alarm due to flashing medtronic logo. Critical pump error (open book image) alarm unknown could not confirm customer complaint of blank display as pump had flashing logo on attempted bootup. Moisture damage was confirmed at electronic stack and pump assembly during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump stopped working, the customer was swimming in the pool and for 5 hours went blank on the screen. Troubleshooting was performed and the issue was not resolved. Assisted the customer in performing the self test and the self test was not passed. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis. .